Event description:
It was reported that, during a richter hysterectomy procedure using a capio device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the dart detached. The device was disassembled to search the dart; however, it was not found. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.